Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The data log shows no abnormalities other than the recorded impella position in the aorta at the start of the case. The evaluation revealed that the most likely cause of the ventricle perforation issue was most likely improper positioning and related to excessive force applied when placing impella with difficulty getting impella into the correct position. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported that difficulty was met during delivery of an impella 5.5 pump which led to the perforation of the left ventricle. After crossing the aortic valve, it was documented that the doctor was unable to turn the pump away from the mitral valve. Poor imaging made repositioning difficult and it was eventually noted that the device had perforated the left ventricle. The pump was pulled back and the lv was surgically repaired. Following the intervention, the pump was re-advanced and the support level was increased to p-7 to help stabilize the patient. Support then proceeded with the implanted pump as planned.